Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) blood infiltration occurred.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirm the reported issue. The stm found blood in the pneumatic interface module and the helium fill manifold assembly. The stm checked for blood in the drive manifold assembly, tanks and compressor and found no traces of blood. The stm replaced the pneumatic interface module (0997-00-1178) and helium fill manifold assembly (0997-00-0565) with customer issued parts, the stm additionally replaced the pim to backplane pcb cable assembly (0012-00-1640). The stm performed all calibrations and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). (B)(6).